Manufacturer narrative:
Analysis of the programmer was unable to confirm the customer comment that the display turned black, confirmed stylus would not calibrate, the cursor did not align with the stylus. Analysis could not confirm a lag time. Analysis also noted that the display had a line. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display turned black and failed to recalibrate. It was also noted there was a time lag. There was no patient involvement.